Event description:
In 2006, this pt rec'd a gore excluder aaa endoprosthesis trunk ipsilateral leg component. A reintervention was performed six months later, to repair a persistent type ii and proximal type I endoleak. Two aortic extender components were implanted.

Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications.